Manufacturer narrative:
This supplemental report was not able to be submitted on-time by boston scientific because of delayed acknowledgments from FDA for the initial report. An FDA system issue resulted in the delayed acknowledgements. This report will not be considered late, because it was the result of an FDA system issue. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was increasing and became out-of-range. The most recent measurement was just in range, at 123 ohms. The right ventricular (rv) lead pace threshold had also increased, while the r-wave amplitude decreased. The ICD and rv lead remain in service at this time and no adverse patient effects were reported. Additionally, technical services review of the device data indicated that there was no evidence of signal noise and sensing appeared appropriate. The shock impedance had measured approximately 120 ohms since (B)(6) 2020. Continued routine monitoring was recommended.

Event description:
It was reported that the shock impedance of the implantable cardioverter defibrillator (ICD) system was increasing and became out-of-range. The most recent measurement was just in range, at 123 ohms. The right ventricular (rv) lead pace threshold had also increased, while the r-wave amplitude decreased. The ICD and rv lead remain in service at this time and no adverse patient effects were reported.